Event description:
The patient reported that half of the infusion device display is black and the rubber around the device is worn. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report. The infusion device was thoroughly evaluated. The display is broken due to user handling. This may lead to the misinterpretation of insulin amounts. No corrective or preventive actions initiated. The soft component of the up/down buttons is missing. During use the pump is exposed to chemical and mechanical effects such as wearing in the pocket, sun exposure, high temperature, contamination with oil products etc. The material of the soft components does not resist these stress factors. The failure will be monitored.